Event description:
We purchased a malem bedwetting alarm online and used it for the very first time last night. The alarm has serious problems. It keeps getting hot the minute the sensor is connected to the alarm. I put my (B)(6) y/o son to sleep and placed the alarm on him. When I checked back an hour later, there was gray matter on his shirt and the alarm leaked. I removed it from him and in the process, burnt my fingers. That is when I realized how hot the alarm was. It is not normal. I burnt my fingers trying to protect my son. Fortunately he was not injured because he was wearing a very thick shirt that was between him and the alarm. It is dangerous for my son to use this alarm.